Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD, implanted: (B)(6) 2024, 5076-52 lead implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the implantable cardioverter defibrillator (ICD) was programmed to magnetic resonance imaging (MRI) mode with asynchronous pacing and ventricular detections disabled, the patient went into ventricular fibrillation (vf). Being in MRI mode resulted in delay of therapy and inappropriate pacing. The device was programmed out of MRI mode and the episode was detected and successfully treated with high voltage therapy. The ICD remains in use. It was also reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) resulting in unnecessary pacing at times. The ra lead remains in use. It was also reported that the right ventricular (rv) lead exhibited decreasing r-wave measurements. The rv lead remains in use. No further patient complications have been reported as a result of this event.